Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and was treated with intraperitoneal (ip) ceftazidime and vancomycin (dose and frequency were not reported) for 3 weeks for the peritonitis event. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis and pd therapy was ongoing. No additional information is available.